Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f350 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f350 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photographs show the drive tube heavily scored at the top of the drive tube clamp assembly. Additional photographs provided show the drive tube bearings correctly installed into the drive tube bearing retainer clips. Based on the photographs it appears the drive tube rubbed against the drive tube clamp as the centrifuge was spinning resulting in the drive tube leak. A material trace of the drive tube used to manufacture kit lot f350 found no related nonconformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause for the drive tube leak/break could not be determined based on the information provided. This investigation is now complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer reported approximately 816 ml of whole blood was processed when the leak occurred. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.